Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, there was no audible tone and no display. The keypad flashed six times due to a defective core board. The core board voltages were tested and found to be outside of specifications. The core board was replaced and the unit functioned as designed. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event. (B)(6).

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the screen display changed without being touched. No known impact or consequence to patient.